Event description:
The complainant stated that the e-clips which hold the siderail to the mount were both missing and the siderail came off of the bed. No injury. Bed is in the facility bed shop.

Manufacturer narrative:
The facility found the e-clips and reinstalled the siderail on the bed.